Event description:
During a remote follow-up, episodes of noise that resulted in oversensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed insulation damage on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of noise and suspected insulation abrasion were confirmed. As received, a complete lead was returned in three pieces. During electrical testing a short was noted. Destructive analysis was performed and visual inspection found internal insulation abrasion breaching the ring electrode cable lumen under the superior vena cava shock coil. The etfe cable coating of both ring electrode cables were abraded in this location. The cause of the reported event was isolated to the abrasion of both ring electrode etfe cable coatings.